Manufacturer narrative:
Updated describe event or problem b5, explant date d6b, lot number d4, and device codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has been leaking due to recurring incontinence. The patient was seen by a physician, was scoped and confirmed everything was working. The physician re-activated the device and it worked for a day or two, then stopped again. It was reported that the pump was not able to be cycled due to fluid loss in the balloon. The balloon was explanted and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has been leaking due to recurring incontinence. The patient was seen by a physician, was scoped and confirmed everything was working. The physician re-activated the device and it worked for a day or two, then stopped again. It was recommended for the patient to follow up with the physician. The aus is currently implanted. There were no additional patient complications.